Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the lead was stretched. It was noted that the distal conductor was distorted, the distal conductor fractured due to overstress, the inner insulation was kinked/buckled, the inner insulation was torn, the helix was distorted/bent, there was blood in/on the helix mechanism and the lead appeared damaged at implant. The analyst commented that the lead was returned with the helix extended. The lead has been stretched causing the inner tubing to buckle. This prevents proper torque transfer when turning the is-1 pin. When the helix was retracted during the procedure, the is-1 connector pin was turned an excessive number of times, resulting in distortion of the distal conductor within the connector.

Event description:
It was reported that during implant, when attempting to place the right atrial lead and the lead had to be repositioned that the helix could not be retracted. When the lead was removed from the body it was still not possible to get the helix to retract. The lead was not implanted and a new lead was implanted. No patient complications have been reported as a result of this event.